Event description:
It was reported that the customer went thru a case of probes during a breast biopsy. The error code l3-017 occurred multiple times. The technician was able to finish the biopsy using a probe from a different case. There were no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable, cocking lever, and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.